Event description:
The customer reported that no alarms are working on the device. No pt involvement.

Manufacturer narrative:
(B)(4). A follow report will be submitted upon completion of the investigation.